Event description:
Dealer reported that the concentrator shuts down unexpectedly. It is unknown if the unit alarmed prior to shutting down to alert the user to switch to an alternate source of oxygen prior to shutting down.